Event description:
N/a.

Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2019 through mar 2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device: (10/13/22) the device was returned to the factory on (B)(6) 2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. The device was returned inside the product packaging material. The box was observed to be intact, no physical defects were observed, such as tears, rips or dents. The box was observed to be sealed. The bar code on the one side of the box was observed to be somewhat smudged in the center of the 2nd barcode, going into the bottom of the 1st barcode. The numbers were observed to be illegible in both barcodes. The other barcodes on the box was observed to be legible. Based on the returned condition of the product, the reported failure "illegible information" was confirmed; however, root cause is undetermined. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
(B)(4) reported upon receipt of acrobat-I stabilizer, outside box is in fine condition. Found one box with barcode not readable. No patient involvement.